Event description:
It has been reported to co that the occlusion balloon deflated during the coronary stenting procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the saphenous vein graft. The physician inserted a pre-dilatation balloon and inflated the pre-dilatation balloon to open the vessel. The physician then inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and successfully aspirated particulate from the vessel. The physician then deflated and repositioned the occlusion balloon and reinflated the balloon to occlude the vessel. While the physician was inserting the stent delivery catheter, the proximal section of the wire fractured outside the body at the location of the touhy-borst y-adapter which caused the occlusion balloon to deflate. The physician finished the case without protection. The patient is reported to be fine.